Event description:
The lead was explanted due to increase in thresholds. During explant, it was observed that the helix was no longer with the lead, and it was believed that the helix was broken. The lead was cutted near the y-adapter when the lead was explanted.